Event description:
It was reported that customer complained about decentered ablation after femto-lasik. As per additional information received, there was no any patient injury, however, vision of the patient was not good. Patient needed enhancement as the vision (ucdva) was 20/50, cdva : 6/6+2. Patient's left eye vision was blurred and it affects patient's daily work like driving. Patient complained that the vision was not good for her left eye and still under monitor by the doctor. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown/ not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - 4581: decentered ablation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.